Manufacturer narrative:
Additional concomitant medical products: product ID: 8731sc, lot# 0203683427, product type: catheter; product ID: 8731sc, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving paladon at a dose of 2.3 mg/day via an implantable pump. The indication for use was not provided. It was reported that during a refill on (B)(6) 2018 and on (B)(6) 2019 a discrepancy between the aspirated reservoir volume and calculated reservoir volume was measured. On (B)(6) 2018, 19 ml could be aspirated versus 4 ml calculated reservoir volume; on (B)(6) 2019 the discrepancy was 35 ml versus 28.8 ml. No diagnostics/troubleshooting had been performed so far. No actions/interventions were taken so far either but it was noted that the healthcare professional (hcp) intended to fade out therapy in order to start from scratch with either a new catheter or new pump but at the time of the report it was unknown if and when revision was planned. At the time of the report the patient status was alive but with injury of slight withdrawal symptoms and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that a contrast agent examination had been performed (date asked but unknown). During this examination, a kink or occlusion of the catheter was observed (hcp could not definitely evaluate this). First, there was a high resistance and contrast agent could not be applied. This resistance was resolved (hcp was not sure how this was possible). Afterward, delivery of drug was tend to normal again. It was observed that even after contrast agent examination, there were withdrawal symptoms (sweating, freezing, nausea) when the patient stayed in sitting position for a long time. The hcp was now increasing the daily dose again and would observe the patient¿s status. At the time of this report, the catheter will not be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was not refilled since time of the [initial] report. The healthcare professional (hcp) continuously reduced the daily dose, which led to long refill intervals. The hcp assumed a catheter issue but had not checked the catheter yet. Replacement of the catheter was planned but had not been scheduled yet. The patient suffered from increased pain due to a reduced daily dose, but the hcp would not replace the catheter unless the daily dose had been reduced further (towards 0). The hcp had been informed to check log data and to return the defective catheter in case of replacement.